Manufacturer narrative:
H3 other text : serviced by third party service center.

Event description:
A ventilator was returned to a third party service center with an allegation of a ventilator inoperative message. There was no harm or injury reported. During the evaluation of the device at the third party service center, it was confirmed that the device experienced a ventilator inoperative message. The machine flow sensor had dirt.